Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm, device heating up, e70 alarm and no unexpected battery power loss anomaly during test noted. Motor passed motor test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had motor error and motor position encoder error alarm. The customer¿s blood glucose was unknown at the time of incident. Customer reported that the drive support cap appears normal. Customer did not report motor position encoder error alarm. Customer was able to complete insulin pump rewound. Customer reported that motor position encoder error alarm occurred more than one within the last 30 days. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.